Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that fluctuating and high impedance measurements were recorded with both the superior vena cava (svc), and right ventricular (rv) defibrillator portions of the rv lead. The pocked was reopened, and the lead pins were removed and reinserted into the device header. The coils continued to exhibit high impedances, and so were removed and reinserted once more, leading to impedance measurements within normal limits. The device and lead remain in use. No patient complications have been reported as a result of this event.